Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that there was suspected pump thrombus and noticed the pump stopped briefly. A decision was made to exchange system controllers to see if there was any difference. The back up system controller was placed on the pt and ran for a short period of time before all visual and audible alarms sounded and the system stopped functioning briefly. The pt was then switched to another back up system controller and no further problems have been reported.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.